Event description:
Patient complaining that the needle doesn't inject easily. He has to force it into the skin. Due to the pressure he is having to administer, it causes some of the pen needles to bend.